Event description:
On (B)(6) 2011, customer reported ongoing issues with chlorine (cl) and calcium (calc) on the dxc 600 pro instrument. Customer stated that cl was running high and calc was running low for two (2) patient samples . Customer stated that whenever they get an anion gap less than 6, they repeat the sample on another dxc instrument, and they immediately run quality control (qc) and qc is always in range. If it happens twice in a "short amount of time" they recalibrate. Customer stated that calc qc was running low and the customer changed the tip multiple times. Erroneous results were reported out of the lab, however, the results were amended upon rerun. Customer stated that they had no issues on the day shift, but had one occurrence on the evening shift and one on the night shift. Customer does not have any examples of repeated results, and has not supplied data after multiple requests. Customer says she thinks the issue occurs more frequently when unit is not continuously in use, such as on off shifts. Before arriving for service, field service engineer (fse) had customer swap the sodium and sodium reference electrodes, and this seemed to resolve the issue. Once onsite, fse cleaned the electrolyte injection cup and replaced the modular chemistry probe wash collar. Fse verified performance per established procedures.